Manufacturer narrative:
The insulin pump had motor error alarm during rewind due to motor encoder signal out of phase. The device was also received with cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed motor error during rewind and there were some motor error alarms in the alarm history. Blood glucose value is unknown. The insulin pump was replaced and returned for analysis.